Manufacturer narrative:
The event of capsular contracture and seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and capsular contracture with unknown baker grade.

Event description:
Physician reported capsular contracture and seroma. The patient underwent two intervention and later the device was removed. Affected side has not been specified.